Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported that the implantable neurostimulator (ins) turned off once or twice while he was just lying in bed. This occurred in 2015, possibly (B)(6). He noted that he was scheduling an upcoming replacement surgery for the inss. He thought the surgery was for normal battery depletion and that was when he mentioned the ins being off instances. The healthcare provider (hcp) later reported that the inss were replaced due to normal battery depletion. There was no patient death or injury. The patient's indication(s) for use were parkinson's dual.

Manufacturer narrative:
Analysis of the ins (B)(4) found the devices functioned properly through the duration of the tests. None of the devices turned off by themselves as stated in the complaint. No anomalies were observed with the returned devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.